Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a follow up. Upon interrogation, the right atrial lead exhibited intermittent undersensing; p-wave amplitude had decreased. A chest x-ray was performed and no changes in lead position were observed. The device was reprogrammed and the patient was doing fine.